Event description:
On 4/26/2024, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak anchor broke off at the tip of the metal inserter during insertion. The case was completed using another ar-3740sp double loaded knotless knee fibertak anchor from the same lot with no issues. All fragments were retrieved from the patient with a one-hour delay in the procedure and no adverse effects on the patient. There was no report of additional anesthesia administered. This was discovered during an acl reconstruction with lateral extra-articular tenodesis procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3740sp batch 15210323 was received for evaluation. Visual evaluation of the returned inserter found the device shaft was bent at the distal end close to the tip. The device notch tip was broken off. Functional testing for this device was not performed because of the damage. The most likely cause of the reported failure is user error, specifically applying excessive force through leveraging or prying the device. This can lead to mechanical failure, damage to internal components, or even complete device breakdown.